Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the xenon light source showed image processor/light source error (error e102). The issue occurred at preparation for use. There were no reports of patient harm.